Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx indicating that there was a self-test failure. There was reportedly no patient involvement. The fse evaluated the device on site. It was determined that this was not a malfunction, but a self-test failure caused by user error. After analyzing the logs of the defibrillator, it is reported that the malfunction and therefore the failure of the functional test was due to an incorrect selection of energy by the operator during the functional test. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was attributed to user error. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The self-test failure was attributed by user error. The failure of the functional test was due to an incorrect selection of energy by the operator during the functional test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.